Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
*Us legal mdl* it was reported that a revision surgery was performed on the patient left hip on (B)(6) 2019. The revision surgery was performed due to pain, limited mobility, metallosis and pseudotumor. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, pseudotumor and loose acetabular cup cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Additional information: h6, h10. H3, h6: it was reported that left hip revision surgery was performed. During the revision, the bhr cup and femoral head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the head. This will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed, with no prior applicable escalation actions identified. The available medical documents were reviewed. With the information provided, the clinical root cause of the reported pain, pseudotumor and loose acetabular cup cannot be definitively confirmed; however, it is unknown if the vertical position of the acetabular component led to accelerated wear and the gray metallic synovial pseudotumor noted intraoperatively. It cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Based on the information provided our investigation of the reported complaint remains inconclusive and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.